Event description:
Distributor reported that an implant failed to integrate.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product was found to be acceptable per release criteria.